Event description:
It was reported that the instructions for use (IFU) and the product image contained a different ce mark which was 0086 instead of 2797. The product was covered by ce 0093, certificate¿s nb number was also mentioned in the doc. However, on the product picture nb number was different. It should be 2797.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed as the alleged labelling differences are valid. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as no lot number was reported for the reported event. The instructions for use were found adequate and state the following: "bard lubri-sil aquafil (long term catheter indwelling time up to 12 weeks standard length) hydrogel coated all silicone (100 percentage) foley catheter: single use; do not resterilize. The material was produced with different ce mark on the pouch and product IFU in the previous revision. The new ce mark 2797 was implemented in both IFU & pouch". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the instructions for use (IFU) and the product image contained a different ce mark which was 0086 instead of 2797. The product was covered by ce 0093, certificate¿s nb number was also mentioned in the doc. However, on the product picture nb number was different. It should be 2797.